Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, while a definitive root cause was unable to be confirmed, per report, it appears the ventricular perforation may have been caused by the guidewire. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the european edwards affiliate, during a transfemoral tavr procedure in the aortic position, the patient suffered a ventricular perforation. Initially it was difficult to insert the esheath into the vessels. While pushing the commander delivery system and crimped valve through the esheath, the 29mm sapien 3 valve became stuck in the esheath and all devices had to be removed together. New devices were prepared. Again it was difficult to insert the esheath into the patient. While pushing the commander delivery system and crimped valve through the esheath, there was severe resistance but it was managed to get the valve though. Afterwards the valve was well implanted. After the commander delivery system was removed, the patient became unstable and died. An autopsy was performed which showed a ventricular perforation, probably caused by the guidewire. When the wire ruptured, the ventricle is unknown.